Event description:
(B)(4) study. Same case as 213642585-2010-00306. It was reported that following a carotid artery treatment procedure the pt experienced hypotension. The target lesion was located in the ostium of the left internal carotid artery with 80% stenosis and was 25 mm long with a 6 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 30%. Less than 24 hours after the index procedure, the pt developed hypotension which was treated with medication. The event was considered resolved and the pt discharged the next day without residual effects.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).